Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly failed to obtain tissue samples on four sample passes. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. During functional testing the cannula of the device self-activated. An x-ray showed poor tang engagement, and upon disassembly both the right and left bumpers were found bent within the device housing. Therefore, the investigation was confirmed for the identified self-activation. However, the investigation will remain inconclusive for the alleged sampling issues as functional testing could not be completed due to the identified self-activation. It is likely that the two bent bumpers contributed to both the reported and identified issues. However, the definitive root cause could not be determined based upon available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate (B)(4).

Event description:
It was reported that during a biopsy, the device allegedly failed to obtain tissue samples on four sample passes. It was further reported that the procedure was completed with another device. There was no reported patient injury.